Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the device manufacture date cannot be determined, however, it was reported that the device was not used past expiry date. (B)(4). The voluntary user medwatch number is mw5088948. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage sling was implanted during a tension-free vaginal tape (tvt) procedure performed on (B)(6) 2007. According to the complainant, immediately after the procedure, the patient experienced excruciating nerve pain all through the left side of her vagina and labia, and under and around her urethra. The patient's physician brought her to the hospital out of town to undergo another procedure under spinal cord block to treat her vaginal nerve pain. However, the vaginal pain was not relieved and has progressively worsened over the years resulting to disability to walk any distance, sit, stand or lay too long. The patient reportedly collapsed due to nerve pain that traveled completely through her vagina, pelvis, hips, lower back, tailbone area, down to her legs, knees, ankles, and feet. She reported that parts of her feet have gone completely as well. The patient had been through countless doctor appointments, hospital visits and stays, scans, blood tests, heart, brain, eye and rheumatoid tests, and others. The patient consulted to a specialist who is going to do a partial removal of the mesh and bolus injections to relax her pelvic and vaginal adhesions. However, the specialist doesn't believe that the mesh caused any of the patient's problem. The patient then contacted her surgeon in america who implanted the mesh in 2007 when she started investigating all her symptoms but the surgeon lied to to her over the phone. After the patient told the surgeon about the symptoms she have been dealing with since her 2007 surgery, the surgeon told her that he didn't remember the patient or her surgery from that long ago and then proceeded to tell her that he didn't implanted the mesh into her. Because of that, the patient called the hospital and requested for her surgical records. She discovered that it was the surgeon who implanted the mesh into her. The patient has been taking betmiga for her bladder issue and pregabalin for her nerve pain. The patient added that her life has been ruined since the device implantation.